Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: the black box showed evidence of a sudden drop in voltage resulting in a low battery warning and a replace battery alarm on (B)(6) 2018. There was evidence of moisture behind the display lens. The pump powered on with a test battery cap. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture contamination was found inside the battery compartment. The pump cover was cracked between the corner of display lens and the case seal. A base crack was also observed between the case seal and the keypad. The idle and sleep current draw values were not within specifications. A leak test showed a leak at the base crack. The pump case was removed. Evidence of moisture contamination was observed inside the pump on the transceiver, continuous glucose monitor board and other printed circuit board components. The current draws failed due to internal moisture contamination.